Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: the ventilator is giving high temperature at the inspiration port (40ºc +). In the picture attached, you can see the temperature measured at 41.7.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause analysis: the reported failure mode description of the event does not refer to an actual failure of the device. The observation by the service technician, that temperatures up to 41.7ºc, measured at the inhalation outlet of hamilton-c3 sn: (B)(6) would constitute a device failure is not correct. For a technically unknown reason, this had been observed as an exceedingly high temperature and potential source of harm to the patient and lead to the reporting of this event. The limit of the inspiration outlet gas temperature allowed in the design control documentation had been defined as <45ºc, as per design verification report: (B)(4) (confidential document). This means, that, even if the temperature at the inspiration port of the device would reach 45ºc, it would not cause a risk to the patient and would not challenge the intended use of the device at any time. Correction: there was no correction needed as no device defect was confirmed. Reportability: this event is not reportable because the device performed within its design specifications, and no patient harm or risk was identified. The observed temperature did not exceed safe limits and did not impact the clinical use or safety of the device.

Event description:
The following was reported to hamilton medical ag: summary: the ventilator is giving high temperature at the inspiration port (40ºc +). In the picture attached, you can see the temperature measured at 41.7.